Event description:
Using applied medical trocar during trial with robotic laparoscopic prostatectomy. At the end of case when undocking robot - noticed "crack" and separation of portion of trocar sheath, defect noted while trocar still inside pt. Trocar carefully removed and small portion of trocar removed from trocar site with hemostat. Upon "reassembling" trocar with all pieces, it appears all debris was recovered, per surgeon's inspection.